Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen, the site was red, swollen, with an abscess and pus coming out. The patient visited the health care practitioner (hcp) who prescribed an antibiotics cream (beocin) to apply twice a day.